Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's balloon was observed to be leaky/ruptured. It was reported that the patient was intubated, but the nurse observed the neck was bulging when advancing the tube from 22 cm to 25 cm when the issue occurred. It was indicated that they changed the tube for the 2nd time, but the device had the same issue with the first one, so they re-intubated the patient for the third time.

Manufacturer narrative:
Additional information: (MFR region). Evaluation summary: one sample was received for evaluation and the reported event of a tear and burst cuff was confirmed. An inflation/deflation test was performed and it was observed the cuff deflated immediately. A visual inspection was performed and it was observed the cuff had a tear and the cuff was burst. Manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. The damage observed in the sample would have been detected during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.